Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs, which indicated the error occurred twice. The fse inspected the operation of the y-axis cup picking assembly and performed a cup exercise in ¿mainte¿ mode but was unable to reproduce the error. The fse suspected dried samples accumulated on the picking assembly creating friction that prevented the claws from successfully picking up the cup. The fse cleaned and lubricated the cup picking assembly to help avoid future occurrences. Fse could not determine the cause of the reported event, caused could not be established. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were three similar complaints identified during the searched period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (4193) y -axis cup transfer z-axis home overrun. Cause: the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event is not determined, cause not established.

Event description:
A customer reported error message ¿4193 y -axis cup transfer z-axis home overrun¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.